Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available for evaluation, however, a picture was provided. Visual inspection showed the reported damage on the connection from the dialysate port connected to the filter. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex st100, an external fluid leak and a damage outside of the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. The actual device was not available; however, location of the damage of the impacted device were provided. The visual inspection showed that the damage was located on the connection from the dialysate port connected to the filter. The customer confirmed damage on the set. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.